Event description:
It was reported that the pump failed to deliver patient controlled analgesia dose 20 ml, delivered 17.3 ml only. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering properly. There was no known cause of the reported issue, and no further action will be taken.